Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary:product evaluated on-site. The reported condition of a false air alarm was confirmed. Lnspection of the device found that cause of the reported failure code was due to a defective pump-head module. The pump-head module was replaced. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on june 22, 2005.

Event description:
A baxter representative reported to customer service a pump with a false air alarm. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.